Manufacturer narrative:
An event of malposition of device (incorrect implant depth) and heart block were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that the implant depth was 5-6mm. The patient had an atrioventricular (av) block after the procedure. Later on, patient received a permanent pacemaker implant. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was successfully implanted, using large flexnav delivery system. The implant depth was 5-6mm. On 12 january 2024, the patient had an atrioventricular (av) block. The patient¿s baseline rhythm during the procedure was noted to be av I. There was minimal calcification under the non-coronary cusp (ncc). A temporary pacemaker was placed. On (B)(6) 2024, a permanent pacemaker was implanted. The patient was reported to be stable and was discharged on(B)(6) 2024.